Event description:
Juvenile son uses the dexcom g7 sensor for diabetic care. Get 9 sensors every 3 months per ins. Average of 6 of 9 sensors fail, loss of signal, glue fails, sensor has crazy readings (not accurate). Quality of the product has dramatically reduced over last year. Dexcom is good about replacing each sensor but this is a constant for us.